Event description:
It was reported that the lead exhibited a sensing anomaly and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the proximal coil was fractured and both insulations abraded at 21.5 cm from the connector end. The location and condition of the damage is consistent with that of clavicle crush; which would account for the reported low lead impedance and sensing anomaly.